Manufacturer narrative:
(B)(4). The 5mm aso was received at sjm and decontaminated. The aso was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a caliper. The aso was loaded into a test 6f loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the embolization remains unknown.

Event description:
A 5mm amplatzer septal occluder (aso) was implanted but embolized to the left ventricle. The aso was percutaneously removed retrograde without issues. An 8mm and 9mm aso were successfully implanted. The patient is stable.